Event description:
The pt went to her physician for reprogramming on (B)(6)2010. She occasionally feels a "grabbing sensation" in her upper back when using her stimulator. Her lead impedances were checked and all the contacts, except for #5, were abnormally high. Her device was reprogrammed using the other lead and it was much better. On (B)(6)2010, she had that same pain again and was instructed to turn her device off. She has an appointment for (B)(6)2010 to be seen. Additional info has been requested.

Manufacturer narrative:
(B)(4)